Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken/opening striated. Based on the device analysis the final assessment is: more than three striated patterns along the same edge in the side anterior broken due to surgical damage. One opening striated assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.